Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further investigation summary: the review of the documentation associated to the manufacturing process indicates that all devices with work order (B)(4) were released in accordance with allergan medical¿s procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. Based on the additional analysis performed for the fis involved in jan 2018, there are no similarities or patterns with data from this analysis related to this specific month and all the correspondent investigations found no issues associated to either events. According to the device analysis performed in the laboratory, it was observed a defect (ss) on patch according the (B)(4) this defect is considered a workmanship. Considering that there is not an adverse trend for this type of event no additional actions are deemed required at this time. The issue with split in patch will continue to be monitored and corrective action taken in the future if deemed appropriate. Device evaluation: visual analysis of the returned device identified: broken shell, red particles, flat creases, around 0-25% of the shell is missing and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified: broken shell with sharp edge where is localized stresses induced in posterior side assessed as surgical impact(a dimension measurement in the shell was performed which identify the thickness within specification), non penetrating nicks, broken shell with striated edge on posterior side assessed as surgical damage and more than three striated openings around the anterior and posterior side assessed as surgical damage. Besides, observed a separation between shell and patch (ss). It is out of specification per qa (B)(4), it is assessed as workmanship. Based on the device analysis the final assessment is: broken shell with sharp edge where is localized stresses induced assessed as surgical impact. Broken shell with striated edge assessed as surgical damage. Curved striated openings assessed as surgical damage. Missing shell that is assessed as inconclusive reason for reoperation: rupture, silicone migration, and inflammatory nodule. These are a known potential adverse events addressed in the product labeling.

Event description:
Physician reported "MRI (B)(6) 2019 on the right hand side, minimum intracapsular prosthesis rupture. Axillary siliconoma." The device has been explanted.